Event description:
It was reported that via literature review: arrhythmic manifestation of b-thalassemia cardiomyopathy: a complex management enrico chieffo, matteo astuti, silivia pica and maurizio eudenio landolina. It was reported that this patient was implanted with an implantable cardioverter defibrillator (ICD) after requiring defibrillation during a blood transfusion. This patient was noted to have received an inappropriate shock due to supraventricular tachycardia (svt). A radiofrequency catheter ablation was performed, however the svt was unable to be reproduced. Approximately a year later, the patient was admitted to the hospital after receiving multiple shocks again attributed to svt. In the following two months, more inappropriate shocks were delivered with anti-tachycardia pacing (atp) delivered as expected. The patient was then upgraded to a biventricular implantable cardioverter defibrillator (ICD) and no further inappropriate therapy was observed in the following four years. No additional adverse patient effects were reported.